Event description:
The pt's greater trochanter was fractured while trialing. This was an srom surgery with a 16x11 trial stem and 36+6 neck trial. The neck trial is larger than the actual implant in the lateral shoulder region. The surgeon says the fracture would not have happened if the trial was the same size as the actual implant. This caused a one (1) hour surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.